Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was never received by heartsine technologies so an investigation was not possible. Despite strenuous efforts to retrieve the device, was held in customs and eventually destroyed.